Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead on the septum. After four attempts, the lead would not stay in place. Tissue was noted in the helix after being taken out of the body. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.